Event description:
During a recent literature review, a event was found in a letter to the editor in anesthesiology, volume 85, 8/96. (A copy of the letter and the replies are attached.) The letter describes a case with a mask that was improperly cleaned. The improperly cleaned mask caused a pt to experience perilaryngeal edema. Emergent conventional laryngoscopic intubation was required. The pt suffered no long-term effects and the institution corrected its cleaning procedures.